Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type: lead ; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type: lead . Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-feb-2025, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 12-feb-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that she was in a car accident on (B)(6) 2021 and since then her overall pain had increased significantly and the effectiveness of the stimulator had been greatly reduced. Impedances were checked and all found to be within normal limits. An x-ray was done and lead migration was found. No surgery was planned. The patient was reprogrammed to get coverage of the painful areas in her back. The issue was resolved at the time of the report.